Manufacturer narrative:
The ge rep conducted an onsite investigation. The power cable was replaced. The sys was tested and is now operating as intended.

Event description:
The customer reported that the 9600 sys would reboot itself. No pt injury was reported.